Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/reporter (patient's wife) contacted lifescan (lfs) alleging that a onetouch basic enhanced meter was reading inaccurately erratic. The medical affairs specialist (mas) was able to contact the reporter to obtain/verify additional information. The patient tests his blood sugar twice a day and manages his diabetes with 24 units of lantus that is taken with no dose adjustments. The reporter stated that the meter was reading inaccurately erratic sometime last month. The reporter mentioned that during the alleged meter issue, the patient was having symptoms of "drowsy, tired and sick." Before going to see his healthcare professional (the week before contacting lfs), the patient tested on the subject meter with reported blood glucose result of "54 mg/dl." When the pt arrived at the hospital, his blood glucose was "over 400 mg/dl" and he was reportedly given IV fluids. The reporter stated that the patient stayed in the hospital for about 5 hours and was discharged when his blood sugar level dropped less than 300 mg/dl. She stated that no other treatments were given to the patient besides the IV fluids. The reporter mentioned that she does not recall when the patient started getting erratic readings, but it was either "really high" or "really low." She claimed that the subject meter gave readings like "56, 46 and 300 mg/dl", which was taken over twenty minutes apart. It is unknown when the patient obtained the reported result of "300 mg/dl" and what type of activities occurred in between testing. Regardless of the alleged meter issue, the reporter stated that the patient's medications remained unchanged after the reported issue. The mas was unable to obtain further information from the reporter. At the time of troubleshooting, the csr discovered that the test strip vial the patient has was a "counterfeit". When the mas called to verify with the patient, it was discovered that only two out of the five criteria matches; therefore, indicating that this was not a true counterfeit product. The unit of measurement was set correctly to mg/dl at the time of testing. The memory in the meter matches. The testing technique and cleaning of the puncture area was correct at the time of testing. A check strip test was performed with the patient on the phone and the result falls within the specified range. The patient's products have been replaced. This complaint is being reported due to the following conclusions: the patient was reportedly treated in the hospital for possible hyperglycemia after the alleged meter issue began.